Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were in the hospital because they were just implanted. They need to go to the bathroom before leaving the hospital and would like to increase stimulation, but they don't know how to. The patient said their manufacture representative (rep) showed them how to use the device. During the call, the patient and a nurse synched to the ins which showed they were at 0.8v on program 3 so they increased to 1.0v. It was reviewed that stimulation shouldn't be painful or uncomfortable. The patient then said if they decrease stimulation, they can't go to the bathroom and can't go home. It was also reviewed to consult with the healthcare provider's (hcp) office if they are not getting relief from the setting. The patient didn't know device information because they were coming out of anesthesia at the time of the call. No further patient complications have been reported as a result of this event.